Event description:
It was reported by dealer that the irc5po2 concentrator has a low audible alarm and a high pressure alarm and he is requesting a power switch and a 4 way valve. No further information provided.